Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating. The customer stated that this malfunction caused a delay to the patient care and managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) disconnected the station and identified the drawer failure indicators. The fse rebooted the station, reconnected all network cables and those from the drawers and comsled, attempted to modify the internet protocol address, rebooted the station once more, and resolved the issue. The system functioned as intended after the field service engineer repaired the device.